Event description:
Update: the reported device separation occurred six times on the same patient.

Manufacturer narrative:
The complaint of disconnection on the returned ch2000s-c could not be confirmed or replicated. When returned the tip of the syringe 60 ml was broken and lodged into the used needle. This would have happened outside the possession of ICU medical. The spiros would not have been the cause of the tip of the syringe breaking and being lodged in the needle. There was little to no residual torque observed on the spinning feature of the spiros that could have led to disconnection. The returned ch2000s-c met product specifications. No device history (DHR) review was conducted since no lot number was identified.

Event description:
It was reported that the device separated from the syringe, causing a spill, after one day and two hours of use. The medication being used was reported as ganciclovir. It was also reported that the patient, involved in the event, bled out of the line and required a blood transfusion. The event was reported to be noticed when the pump beeped. There was no additional harm to the patient-reported. No additional information is available at this time.